Manufacturer narrative:
E1: event city: therese-de-gaspe . Event country: canada . Name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State: california. Zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient was hospitalized due to high blood glucose with vomiting headache heartache confusion and positive ketones treated with intravenous fluids and insulin and testing showed insulin exited the tubing on (B)(6) 2026.